Event description:
It was reported to philips the device had a mainboard fault. There was no patient involvement. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed. The fse isolated the issue to the processor pca. The fse reset the cable in the processor pca to resolve the issue. The device passed all performance assurance tests and was placed back into use with the customer.

Event description:
It was reported to philips the device had a mainboard fault. There was no patient involvement.